Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the rn was removing the tubing from the pump at the end of an infusion with the plan of flushing the line by gravity. As the rn was removing the tubing from the pump the tubing separated at the blue safety clamp and leaked normal saline onto the floor. The rn clamped the tubing and placed it into a sink to drain. The tubing was placed into a biohazard bag and given to the nurse manager. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a tubing separation and leakage was confirmed. Visual inspection of the set showed separation at the engagement between the tubing and the lower fitment components. Examination under magnification showed insufficient solvent application. Functional testing was deemed unnecessary due to the separation. Dimensional analysis was performed and the tubing was within specification. The root cause of the separation was insufficient solvent having been applied at the engagement of the tubing.